Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) performed troubleshooting remotely and analyzed the logfile. The logfile showed that there were issues with the power supply, either from the hospital mains or the uninterrupted power supply (ups) from the system. A philips field service engineer (fse) visited the site and examined the system. The fse found that the system was in use and fully operational. The fse performed system operation verification and measured the ups 3 phase and single phase, which were all ok. After the system operation verification and measurements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.